Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pck508, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 3/1/2020; and a suture was used. During the procedure, the suture pulled off the needle when the physician debrided and sutured the patient. The needle appeared through the skin while the thread remained on the other side. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.